Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that "atrial sensing was .3 - .7 mv. At implant pwaves were 3 mv. Atrial threshold increased .6 v @ .5 ms to 2.8v @ .5 ms. Ra lead out of pg. Rv sensing dropped from 25mv, but still had sensing and capture. Lead revision for ra scheduled (B)(6) 2015. Unsure plan for rv lead." It is unclear if this is the ra or rv lead being reported.